Event description:
A journal article was reviewed that contained information regarding this device. The patient presented with a heart rate of 32 bpm despite the device's programming mode of 50 bpm. A chest roentgenogram showed cardiomegaly with lung congestion. Intracardiac ecgs showed ventricular oversensing. Despite reprogramming, the oversensing returned. In addition, the patient developed bacterial enterocolitis while still in the hospital. The device was replaced. The patient has remained free from adverse events over a nine-month follow up period. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inappropriate pacing inhibition triggered by qt prolongation due to t wave oversensing in an ICD recipient presenting with long qt syndrome." Intern. Med. May 17 2011;50(9):1021-1024.